Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system main car would not boot up and the camera car was stuck on the screen saying "connecting." The issue was resolved by replacing the ups and battery. The system then passed the system checkout and was found to be fully functional. Hardware analysis of the ups and battery found no failures. The battery measured 52.15 v at return when being tested with the ups. The unit was tested for 51 hours and no issues were observed. All outputs measured normal voltage and the power switch functioned as intended. Analysis results of the software logs were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Product ID: 9735787: serial/lot #:(B)(6)product ID: 9735773: serial/lot #: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A1-a4: additional information received indicated there was no patient involved with the event. H3: the software investigation performed. The application and system log was reviewed and identified the advanced configuration and power interface module were throwing warnings related to power and null messages were captured in the application logs. Software investigation found that a probable cause was unable to be determined without further information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9736113, software version #: 1.0.5. Product ID: 9735787, serial/lot #: unknown. Product ID: 9735773: serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transsphenoidal procedure. It was reported that at the end of the clinical case, the blue power button started blinking, then the main cart shut down and the camera cart lost communication. The manufacturer representative was unable to get the system to boot back up. It was noted that the uninterruptible power supply (ups) on the system had recently been replaced and that this case was the second usage since that replacement. Troubleshooting was performed by discharging the ups of both carts, and the system then booted. There was no impact to patient outcome as a result of this issue. Additional information was provided by the manufacturer representative stating that the system was plugged into a known functional electrical outlet when the shutdown occurred. There was no delay to the procedure as a result of this issue.